Event description:
It was reported that during a middle right lobectomy procedure, the device fired, stapled and open without issue. However, when they took the cartridge out of the device, the metal pan separated from the plastic. The metal pan was noticed on the floor. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that one fully fired was received. Furthermore, the cartridge pan was noted to be detached and damaged from the cartridge; four drivers were out of position and missing. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.